Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer was hospitalized for a day and a half for high blood glucose in (B)(6) 2016. Husband states that leakage, already reported in (B)(4), in combination with inaccurate delivery caused the high blood glucose. He stated that no new leakage occurred; he just did not report the hospitalization at the time the leak was reported. A request was made for the return of the device.